Event description:
It was reported that guidewire entrapment and fracture occurred. The target lesion being treated was located in the obtuse marginal (om) to diagonal (diag). A 182 j pt graphix guidewire was selected and advanced. During the procedure the device got wrapped around a non-bsc stent (that was implanted last month) and the guide wire broke. A part of the wire went into the om and another part went in the diag. The stent was pulled back out of the vessel into the guide. The vessel was rewired and a new stent was placed in the om. No patient complications were reported and the patients status was fine.

Manufacturer narrative:
Device evaluated by MFR.: a visual inspection was performed. The body was kinked at 60.5cm to 63.2cm approx. From the proximal end; and the distal tip kinked and peeled. Moreover, no evidence of fracture on the wire was found. All the outer diameter (od) measurements taken were within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guidewire entrapment and fracture occurred. The target lesion being treated was located in the obtuse marginal (om) to diagonal (diag). A 182 j pt graphix guidewire was selected and advanced. During the procedure the device got wrapped around a non-bsc stent (that was implanted last month) and the guide wire broke. A part of the wire went into the om and another part went in the diag. The stent was pulled back out of the vessel into the guide. The vessel was rewired and a new stent was placed in the om. No patient complications were reported and the patients status was fine.

Manufacturer narrative:
(B)(4).